Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.

Event description:
During a c4-c5 prodisc-c procedure, a 5 mm trial spacer was placed into the disc space. The milling guide was inserted over the trial and the bottom keel was cut without incident. Upon removal of the drill bit, the milling guide began to come off of the trial. A mallet was used to advance the milling guide back onto the trial and into position. The trial advanced into the spinal canal, visible on x-ray. The trial and milling guide was removed and the same trial and milling guide were repositioned to complete the drilling part of the procedure. The trial and milling guide were removed and prodisc-c was implanted without further incident. Neuro monitoring was taking place during the procedure and no changes in neurologic status were noted. This is the 1st of 2 reports submitted on this event.